Event description:
A dreamstation auto CPAP was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation of the device, the service technician observed visible foam particles and blower foam degradation inside the blower kit. Additionally, unrelated to the reportable malfunction, the technician observed dust contamination. The device was scrapped after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.